Event description:
It was reported to philips that the device's etco2 parameter has failed. The customer reports that the device is not usable. No further details or failure mode suggestion were provided by the customer. It was reported that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported.